Event description:
It was reported that the patient experienced recurrent infections at the implant site and was treated with antibiotics several times (dates and type not reported). Subsequently, the patient experienced extrusion of the receiver stimulator resulting in the decision to explant the device on (B)(6) 2018. It is unknown if the patient was reimplanted with another device as of the date of this report.

Manufacturer narrative:
This report is filed on november 20, 2018. (B)(4).